Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in the hospital for a vt/vf. Patient received external defibrillation because the device was not delivering therapy. Interrogation revealed that the external defibrillation caused the back-up vvi. A firmware download was performed successfully and the device reprogrammed. Patient was stable.

Event description:
New information received note that the device was successfully explanted and replaced because the battery depleted to a level that was not recordable upon interrogation. Patient condition was great post-procedure.

Manufacturer narrative:
No conclusion code available. The reported reset was confirmed in the laboratory and was due to a power on reset that occurred during hv delivery. The device was tested on the bench and no anomaly was found. The cause of the power on reset could not be determined.